Event description:
It was reported that during testing conducted at the manufacturer facility the trigger of the device disassembled. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The reported disassembly of the trigger of the device was confirmed by a manufacturer repair technician. Upon disassembly, it was found that the screw bosses were broken, which can lead to the reported event. Signs of third party work on the internal components of the device were noted during failure analysis. Unauthorized modification of these components is a probable cause of the reported disassembly. The device instructions for use states that no service should be attempted on the device system components and that all concerns should be directed to stryker service. Stryker recommends that all failures and maintenance associated with its devices should be directed to trained stryker service professionals.